Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited episodes of under-sensing. The pacemaker was reprogrammed, resolving the issue. Patient condition is unknown.